Event description:
It was reported by a customer on (B)(6) 2011 there was a decrease in fiber vaporization efficiency at 29,000 joules. The procedure was completed with turp. No pt injury was reported.